Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up visit, infection was noted. Patient was treated antibiotics. Patient was stable and the infection has cleared. A new system implant on the right side is planned.

Manufacturer narrative:
Correction: should have been (B)(6)2018 rather than (B)(6)2018.

Event description:
New information received indicated that the system was explanted, and a new system was implanted several days later. The patient¿s condition remained stable through-out the process.